Manufacturer narrative:
No part or lot numbers were provided. Review of labeling: possible adverse events like other spinal system implants, the following adverse events are possible. This list is not exhaustive: delayed union or nonunion (pseudarthrosis) bending, disassembly or fracture of implant and components loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain, discomfort, or abnormal sensations due to the presence of the device pressure on skin where inadequate tissue coverage exists over the implant, with potential extrusion through the skin dural leak requiring surgical repair cessation of growth of the fused portion of the spine subsidence of the implant into adjacent bone loss of proper spinal curvature, correction, height and/or reduction increased biomechanical stress on adjacent levels improper surgical placement of the implant causing stress shielding of the graft or fusion mass intraoperative fissure, fracture, or perforation of the spine postoperative fracture due to trauma, defects, or poor bone stock serious complications associated with any surgery may occur. These include, but are not limited to: wound complications, infection, genitourinary disorders, gastrointestinal disorders, respiratory disorders; cardiovascular disorders, including myocardial infarction (heart attack) or arrythmias; neurologic injuries resulting in weakness, paralysis, numbness, tingling, or pain; vascular (blood vessel) injuries, hemorrhage (bleeding); thrombosis (blood clots) leading to deep venous thrombosis or pulmonary embolism, or death.

Event description:
On 15 aug 2022, seaspine was made aware of the intended publication for the following clinical study: gregory m malham et al., "can early cage integration in anterior cervical discectomy and fusion improve patient reported outcome measures?" The objective of the study was to compare the clinical outcomes and fusion rates in patients undergoing acdf with one of two different nanometalene interbody cages, shoreline acs (nm) and shoreline reef topography ¿ (nmrt), the only difference being the presence or absence of machined porous features designed to promote bone-ingrowth/interlocking. All interbodies had 7-degree lordosis with an integrated titanium 2-hole plate-screw fixation (shoreline truprofile plate). Between march 2020 and june 2021, 89 patients (46m, 43f) underwent acdf procedures and received interbodies packed with graft material (41 received nm, 48 received nmrt). Both groups showed correlation of serial improvements in postoperative clinical outcomes and progression of fusion by CT. However, patients with nmrt demonstrated significantly better fusion at 3-months and higher quality of fusion at 6-months by bridwell grade compared to patients with nm cages. The earlier stability of nmrt cages appears to be indicative of earlier cage integration. The following complications were identified during hospitalization and after discharge and included airway compromise, neurologic deficit, dysphonia, dysphagia, surgical-site infection, cage subsidence, reoperations, and mortality. Total complication rate was 5.6% with no difference (2/41; 4.9% vs 3/48; 6.3%) in approach-related morbidity between the nm and nmrt groups. No subsidence, revision surgery at the index level(s), no adjacent level surgeries or return to operating room in either group. There is no information suggesting that the reported complications are related to device malfunction. No further details were provided. Product part and lot numbers were not identified. This report is for 5 of 5 patients.